Event description:
When attempting to advance the enterprise vrd ((B)(4)) the stent prematurely deployed inside the hub of the microcatheter. It was indicated that it occurred prior to use on patient and was not a potential adverse event. It was additionally indicated that there was no reported event or product problem outcome. The returned delivery wire was fractured/separated at the distal end. No further procedural information regarding the reported stent deployment in the hub or the condition found on the returned delivery wire has been provided in response to multiple investigative efforts.

Manufacturer narrative:
One non-sterile enterprise vrd stent and delivery wire was received coiled in a plastic bag; the introducer and concomitant microcatheter were not received. The stent and delivery wire coil tip were observed microscopically. The stent presented with no damage. The coil tip was found fractured at the very distal section, at 37.5 cm from the coil tip proximal end. Sem analysis showed that the core wire fracture surfaces presented with evidence of cutting characteristics and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Functional analysis could not be performed since the stent was already deployed and the introducer was not received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10064586. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It was confirmed that the stent was deployed; however, due to the nature of the event and based on the lack of information no conclusion can be made regarding the timing or root cause. There were no damages to the stent. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. The cause of the fracture found on the core wire of the delivery wire could not be conclusively determined; however based on the characteristic of the fractured surface it has the appearance of having been cut and possibly subjected to stretching and/or pulling. The analysis and the device history record did not present with any indication of manufacturing defect or anomaly contributing to the reported event or the condition of the delivery wire. It is possible that procedural factors/device handling contributed to the reported event and findings on the returned device. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time.

Manufacturer narrative:
After further information was received, the event does not meet criteria for medwatch reporting. Therefore, please note that no further information will be forthcoming for this report.